Event description:
I used the soft cup for the first time and somehow it got stuck behind my cervix. I had to visit the emergency room. The dr that got it out said there was no way I could have gotten it out and he even had difficulties getting it out. I emailed the company and all they said is we are sorry, that's all. Purchase date: (B)(6) 2018. Document number: (B)(4)..